Event description:
(B)(4). I was perfectly healthy until I had essure implanted in 2013. Bloating, cramping, sexual intercourse was painful. Then later my hair thinned out and was very unhealthy, I started to have problems with my teeth and what I think are painful boils under my arm pits every once in a while. My mental cycle was sometimes 3 weeks out of the month and very heavy, I also had what the call an ebelly (makes you looks pregnant but you aren't.). So on (B)(6) 2015, I had a hysterectomy to get essure out of me. That was a few weeks ago and now that it is finally out of me I feel great.